Event description:
During preparation for use for cardiopulmonary bypass surgery, an error message was displayed indicating that charging of the backup batteries was not possible. There was no reported adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation is in progress, but no conclusions have been drawn.